Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and non calcified arch of the aorta. A eql/40/7/2/100 equalizer balloon catheter was selected to dilate the lesion. It was suspected that the balloon ruptured. The number of inflations and to what atms is unknown. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).